Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that the cannula of a portex® blue line ultra® tracheostomy tube was loosing air. The event was associated with aspirations and in connection with apple juice consumption. According to the reporter "there has been three emergency situations." The patient required close monitoring to "restrict continous aspiration" until the cannula was replaced with an alternate. No further information was provided. Note: this is one of three related incidents also reported under manufacturing numbers 3012307300-2017-00067 and 3012307300-2017-00068.

Manufacturer narrative:
One portex® 9.0mm blue line ultra® tracheostomy tube was returned for investigation. The device was received without its original packaging. Visual inspection revealed the returned device to be in good condition. During functional testing, a syringe was used to inflate the device cuff with air and then the device was submerged under water; no leaks were observed. The returned device was inflation tested by inflating the device cuff and then leaving the device to rest for 12 hours. After 12 hours, no decrease in the cuff inflation was observed. Investigation was unable to confirm the reported issue and found that the returned device operated as intended.